Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level of 54 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. On 4/6/26 customer went to the emergency room (ER) and was treated with a "bag of chips" and was released from the ER the same day with the issue resolved a no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.